Manufacturer narrative:
Product was discarded.

Event description:
It was reported the patient received the following results within 10 minutes: 225 mg/dl, 345 mg/dl, 458 mg/dl, and 185 mg/dl. The test strips were discarded; therefore, the product will not be returned for evaluation.